Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated (270 mg/dl). Customer administered a manual injection and bg level improved to 220 mg/dl. System check was performed with tandem technical support and the pump performed as intended. Recommendation was made to change supplies and rotate the infusion site. Customer declined as new supplies were not currently available. Customer indicated that insulin pens would be used to manage bg levels until new supplies were available.